Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip, minor scratches on the display window, a scratched case and cracked battery tube threads.

Event description:
Customer reported hospitalization due to high blood glucose readings. Blood glucose reading at the time of the hospitalization was 509 mg/dl. The customer was treated with drips in the emergency room. The customer reported symptoms of increased urination, thirst and moodiness. The customer also reported a button error alarm. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.